Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation, it was visible on right side top of fallopian tube') and suicide attempt ('attempted suicide') in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included anxiety, adhd and chronic cervicitis. In 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain / right lower pelvic area"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infections") and bacterial vaginosis ("bv"). In 2017, the patient experienced hypersensitivity ("allergic or hypersensitivity: allergic reaction"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced suicide attempt (seriousness criterion medically significant), female sexual dysfunction ("apareunia") and depression ("psychological or severe depression") and was found to have weight increased ("weight gain/ I went from 145 to 170"). The patient was treated with surgery (total abdominal hysterectomy with bilateral partial salpingectomy with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, suicide attempt, dysmenorrhoea, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, depression and weight increased outcome was unknown and the pelvic pain, hypersensitivity, cystitis and bacterial vaginosis had resolved. The reporter considered bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, hypersensitivity, pelvic pain, suicide attempt, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Concerning the injuries reported in this case the following ones were confirmed in the patient's medical records : dysmenorrhea, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical records received : incident category updated. Reporters information, patient details and product indication updated. Removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- hypersensitivity, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, cystitis, bacterial vaginosis, pelvic pain, fallopian tube perforation, depression, suicide attempt, weight increased, device monitoring procedure not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation, it was visible on right side top of fallopian tube') and suicide attempt ('attempted suicide') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included right lower quadrant pain, low back pain, abdominal cramps, abdominal pain, vaginal discharge, ovarian cyst, uti, lower abdominal pain and general body pain. Concurrent conditions included anxiety, adhd and chronic cervicitis. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain / right lower pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infections") and bacterial vaginosis ("bv"). In 2017, the patient experienced hypersensitivity ("allergic or hypersensitivity: allergic reaction, allergy"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced suicide attempt (seriousness criterion medically significant), female sexual dysfunction ("apareunia") and depression ("psychological or severe depression") and was found to have weight increased ("weight gain/ I went from 145 to 170"), 10 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), systemic lupus erythematosus ("inflamed my lupus") and immune system disorder ("my immune system went crazy"). The patient was treated with surgery (total abdominal hysterectomy with bilateral partial salpingectomy with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, suicide attempt, bladder disorder, urinary tract disorder, fatigue, depression, weight increased, systemic lupus erythematosus and immune system disorder outcome was unknown and the pelvic pain, dysmenorrhoea, hypersensitivity, female sexual dysfunction, cystitis, bacterial vaginosis and abdominal pain had resolved. The reporter considered abdominal pain, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, hypersensitivity, immune system disorder, pelvic pain, suicide attempt, systemic lupus erythematosus, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient had received treatment for pain: apareunia, pelvic/ abdominal, dysmenorrhea (cramping), bladder/ urinary probs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Concerning the injuries reported in this case the following ones were confirmed in the patient's medical records : dysmenorrhea, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation, it was visible on right side top of fallopian tube') and suicide attempt ('attempted suicide') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included anxiety, adhd and chronic cervicitis. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain / right lower pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infections") and bacterial vaginosis ("bv"). In 2017, the patient experienced hypersensitivity ("allergic or hypersensitivity: allergic reaction, allergy"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced suicide attempt (seriousness criterion medically significant), female sexual dysfunction ("apareunia") and depression ("psychological or severe depression") and was found to have weight increased ("weight gain/ I went from 145 to 170"), 10 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral partial salpingectomy with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, suicide attempt, bladder disorder, urinary tract disorder, fatigue, depression and weight increased outcome was unknown and the pelvic pain, dysmenorrhoea, hypersensitivity, female sexual dysfunction, cystitis, bacterial vaginosis and abdominal pain had resolved. The reporter considered abdominal pain, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, hypersensitivity, pelvic pain, suicide attempt, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient had received treatment for pain: apareunia, pelvic/ abdominal, dysmenorrhea (cramping), bladder/ urinary probs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Concerning the injuries reported in this case the following ones were confirmed in the patient's medical records : dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new reporters, event abdominal pain added. Outcome for the events dysmenorrhea (cramping), apareunia and abdominal pain updated to recovered / resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation, it was visible on right side top of fallopian tube') and suicide attempt ('attempted suicide') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included right lower quadrant pain, low back pain, abdominal cramps, abdominal pain, vaginal discharge, ovarian cyst, uti, lower abdominal pain and general body pain. Concurrent conditions included anxiety, adhd and chronic cervicitis. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain / right lower pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infections") and bacterial vaginosis ("bv"). In 2017, the patient experienced hypersensitivity ("allergic or hypersensitivity: allergic reaction, allergy"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced suicide attempt (seriousness criterion medically significant), female sexual dysfunction ("apareunia") and depression ("psychological or severe depression") and was found to have weight increased ("weight gain/ I went from 145 to 170"), 10 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), systemic lupus erythematosus ("inflamed my lupus") and immune system disorder ("my immune system went crazy"). The patient was treated with surgery (total abdominal hysterectomy with bilateral partial salpingectomy with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, suicide attempt, bladder disorder, urinary tract disorder, fatigue, depression, weight increased, systemic lupus erythematosus and immune system disorder outcome was unknown and the pelvic pain, dysmenorrhoea, hypersensitivity, female sexual dysfunction, cystitis, bacterial vaginosis and abdominal pain had resolved. The reporter considered abdominal pain, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, hypersensitivity, immune system disorder, pelvic pain, suicide attempt, systemic lupus erythematosus, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient had received treatment for pain: apareunia, pelvic/ abdominal, dysmenorrhea (cramping), bladder/ urinary probs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Concerning the injuries reported in this case the following ones were confirmed in the patient's medical records : dysmenorrhea, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: social media received. New event: lupus, immune system disorder added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.